Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was in car accident which left the implant unusable. When the patient squeezed the pump, the cylinders would not inflate. A replacement surgery was performed in which all components were removed and replaced. No patient involvement was reported.